Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, compartment 2 displayed a maintenance required condition. The latch for compartment 2 continuously activated, resulting in repeated failures. The customer reported that the compartment storage space had to be recovered each time the issue occurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the that door two was continuously failing. A field service engineer (fse) removed and replaced the latch for door two with a new latch. The fse ensured that all cables were securely connected and not obstructed when closing. After reinstalling the latch column and closing all doors, the customer inventoried from door two and confirmed that no further failures occurred. The system functioned as intended after the field service engineer repaired the device.